Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 24x3.5 mm, eccentric, de novo, 65% stenosed target lesion containing a lesion bend of <=45 degrees was located in a moderately tortuous and mildly calcified left anterior descending (lad) artery. After the introduction of a non-bsc guide catheter and a pt2 guidewire, predilation was performed using an apex 3.5/12 catheter balloon. A 3.50x32mm promus element ¿ stent was selected to treat the lesion. During the procedure, it was noticed that the stent got damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a bsc idsupplemental medwatch will be filed. (B)(4).